Manufacturer narrative:
(B)(4).

Event description:
It was reported that rapid premature battery depletion was noted. The patient will be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from the hybrid. The cause of the premature battery depletion was due to high current drain from the hybrid.